Event description:
It was reported by service report that the brake pedal was broken. The brakes would not lock into place and the power inlet module was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - brake pedal, power inlet module.